Event description:
A us distributor reported that a monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt and displayed a service code 204(belt/monitor unusable). The monitor's electrode belt receptacle was broken free from the monitor enclosure, damaging wires within the receptacle./ causing the connector to be loose from the j1001 connector on the ca board. The root cause for the damaged receptacle was excessive force. No adverse event resulted from the damaged monitor.